Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother stated that the patient experienced redness and bumps at the site of the sensor patch adhesive. Patient currently uses tegaderm, prescribed (B)(6) 2015, as a barrier between the adhesive and the skin. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).